Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l2-s1 to address stenosis. It was reported that left l2 was deviated. There was no patient harm and the procedure was not delayed over an hour.